Event description:
The customer reported that while pipetting an hbc assay on summit, the tech reported that position #1 of the x-arm plunged to the bottom of the sample tube without detecting liquid. No error was reported. No death or serious injury was associated with this incident.